Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Healthcare professional later reported there is no complaint against the device. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.